Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please advise if any additional information has been provided regarding this event? Procedure date . Lot number involved . Are any photos available for reaction with hip surgery?

Event description:
It was reported that a patient underwent a total hip replacement procedure on an unknown date and topical skin adhesive was used. Post operatively the patient developed a reaction with blistering. The blistering was treated with an oral antibiotic. Additional information has been requested.